Manufacturer narrative:
All buttons function properly. No button error alarms noted. However moisture damage noted on keypad traces. Pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms noted. Motor tested ok. Cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. Missing end cap sticker noted also. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.